Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module with drive pcb. In addition, our technician confirmed that the control body fluid damage, the up pulley wire fluid damage, the us connector cable (long) fluid damage, the ultrasound connector body fluid damage, the deflector wire broken, the objective lens broken, the us connector cable (long) buckled, the us connector/junction cable (short) buckled, the control body corroded, the ultrasound connector body corroded, the deflector washing socket deformed, the operation channel (primary) leak, the up pulley wire worn out, the warning/caution label worn out, the suction channel kink, and the remote control buttons misconfigured; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.